Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead repeatedly dislodged during implant attempt. The lead was removed and a different lead was successfully implanted in the his bundle. No patient complications have been reported as a result of this event.